Manufacturer narrative:
Insulin pump had a no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had no unexpected numbers ramping or scrolling noted. Insulin pump had minor scratches on display window, cracked battery tube threads, cracked belt clip and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the insulin pump display began to scroll while trying to deliver a bolus. The blood glucose reading was 84 mg/dl. Customer could not recall any significant event leading to the keypad issues. Nothing further was reported.